Manufacturer narrative:
The patient's wife was inquiring if this device was able to be monitored remotely. A boston scientific technical services consultant informed the caller this is not available with this product. The consultant stated a local representative could be contacted to evaluate this patient. The sales representative for this account stated there was no further information at this time regarding the reported observation and outcome. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after fainting. No adverse patient effects were reported.